Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was completed using a starclose se device with a 6f sheath after an atherectomy and stenting procedure in the superficial femoral artery (sfa). Reportedly, the device was successful in achieving hemostasis during the closure procedure and the patient was transferred to recovery. After approximately an hour, the patient sat up and bleeding was noticed coming from the access site. A hematoma was also found. Manual compression was applied to achieve hemostasis which also resolved the hematoma. Reportedly, hospitalization was prolonged. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.